Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5,d1, d4, g2, h6 and h11. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the couple of towers doors had failed. A field service engineer cleaned the latch contacts, tightened the connectors, and applied grease followed by performing corrective action to the balance of the latch to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation system had a couple of tower doors failed. The customer was able to remove the meds without any delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had a couple of tower doors failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a tower door failed. The field service engineer cleaned the latch contacts, tightened the connectors and applied grease. The system functioned as intended.